Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The unit was equipped with out dated software. The unit was found to have a bad scope socket resulting in no image. The legal manufacturer will perform a root cause analysis. The cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Further evaluation determined that the device had a faulty printed circuit board. It was also determined that the device was produced prior to a design change in the operational amplifier circuit design of the dr board that could contribute to the reported issue. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use, the video system would not display an image with the 180 series scope. It was reported that the customer tried multiple scope connectors and the light was working; however, no image was observed. Other scopes were used tested with the video system without issue. The scheduled diagnostic procedure was completed with a similar device. There was no patient injury reported.